Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant of the implantable cardioverter defibrillator (ICD) system, the patients device system was explanted. The patient is reported to have had issues with wound healing and wound dehiscence was observed. No further patient complications have been reported as a result of this event.